Event description:
The following is a quote from the nurse that was told to our employee health department. "After giving the patient the injection, I activated the safeguard to cover the needle. I turned to walk to the sharps container when I felt a sharp stick on my leg and realized the needle portion had fallen out of the bottom and hit my leg. The plastic on bottom was not intact to hold needle inside."